Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The n2o control knob was adjusted to resolve the reported issue.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that nitrous is flowing even with the valve closed. There was no report of patient injury.